Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation, the belt failed incoming testing. The root cause for the failure was that all the wires in the cable connecting ECG a, b, c and d were broken. The root cause for damaged cable was physical abuse. No adverse events occurred from the damaged electrode belt.